Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 403 mg/dl. The customer was admitted to the hospital. The doctor does not believe the customer is using the pump correctly and requesting a trainer come out and assist. The customer cause of hospitalization was diabetic ketoacidosis. The customer was provider trainers phoned number and advised that if we need to troubleshoot the pump to call us back.